Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure, the patient's vein on the side of the existing pacemaker system was noted to be occluded. A new implantable cardioverter defibrillator (ICD) system was implanted on the opposite side and both systems remained functional. The right atrial (ra) lead and right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.